Manufacturer narrative:
(B)(4). The device was returned on 04/30/2020. An investigation was conducted on 05/08/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed and twisted at the center of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed. Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), they stated that the metal plate on the hemopro jaw was separated from the silicone boot during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), they stated that the metal plate on the hemopro jaw was separated from the silicone boot during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.